Manufacturer narrative:
Recall pending.

Event description:
Reportedly, the device was prophylactically replaced following the fsn on platinium devices sent in (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was prophylactically replaced following the fsn on platinium devices sent in (B)(6) 2018.